Manufacturer narrative:
A visual examination of the device confirmed that the catheter shaft was found to be broken 218cm from the hub with the proximal balloon bond still attached to the catheter shaft. The tip portion of the device was not returned, therefore the balloon could not be analyzed. There were no other defects noted on the device. The returned unit was consistent with the complaint that the distal tip of the catheter detached. It is possible that the friction reported between the two devices in contact within the patients anatomy resulted in the catheter of the first device breaking off. The defects noted on the catheter are consistent with an excessive force being used during catheter withdrawal from the scope or patient¿s anatomy. It is possible that the stone present in the bile duct or introduction of the second device prevented the catheter from withdrawing, resulting in the physician using excessive force to pull it out and further causing the noted damage. Therefore, the most probable root cause of this event is operational context as the complaint most likely occurred due to some procedural/anatomical factors encountered during procedure. A device history record (DHR) review was performed and confirmed that this device met all material, assembly and performance specifications. A review for similar complaints for lot number 16291157 was completed and there were no other complaints reported for this lot. A review of the device labeling and directions for use (dfu) show the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, they noticed that there was a problem with the extractor balloon (exact problem unknown) and they decided to use another balloon. While withdrawing this device, they immediately introduced the new balloon and friction was encountered. At this time, the tip of the first balloon detached inside the patient. There was an attempt to retrieve the tip, but they were unable to find it. They reported that there are no more plans to remove the tip and left the detached tip to pass naturally. The physician did not have any concerns with the detached tip. There were no issues with the second extractor balloon and it was used to complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, they noticed that there was a problem with the extractor balloon (exact problem unknown) and they decided to use another balloon. While withdrawing this device, they immediately introduced the new balloon and friction was encountered. At this time, the tip of the first balloon detached inside the patient. There was an attempt to retrieve the tip, but they were unable to find it. They reported that there are no more plans to remove the tip and left the detached tip to pass naturally. The physician did not have any concerns with the detached tip. There were no issues with the second extractor balloon and it was used to complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's exact age was not reported, however, it was reported that the patient is under 60 years old and over 18 years old. (B)(4) for the reported event of distal tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.